Event description:
Procedure: CT, during procedure, the contrast leaked from tubing or connection site of tubing/syringe. Did have to reload contrast to inject patient. No known harm to patient. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Will obtain.